Manufacturer narrative:
Device analysis: the kamra corneal inlay was returned to acufocus for evaluation. Visual inspection found the returned inlay slightly frayed along the inner and outer edges. The noted damaged is consistent with visual characteristics due to handling during the explant procedure. A dimensional analysis was performed and found the inlay within specifications. Visual acuity readings while the inlay was implanted for one month were not available and therefore, we were unable to assess visual impact. A DHR review was performed and there were no noted discrepancies that relate to the reported event. A review of the process control records regarding the sterilization of the device confirmed the sterilization cycle for this lot (batch) met the required specifications (including the results of the biological indicators).  The endotoxin testing for this lot via lal testing found the batch contained less than 0.2 EU/device and was acceptable for release.  Additionally, acufocus takes quarterly bioburden samples to ensure the consistency of the production process and no changes have occurred to the product which have affected the efficacy of the sterilization cycle. Acufocus does not believe there is a need for further action based on literature review per position paper, form 851-7, dlk. Dlk is an inherent surgical complication that usually appears within 1 to 5 days after the femtosecond laser-created lamellar dissection. This interface inflammation has been associated with multiple factors; however, most cases have been linked to bacterial endotoxins, especially in sterilization reservoirs, and are not typically device-related. It occurs in approximately 0.2 - 5.3% of cases where the lamellar interface was created in lasik procedures. Based on the reported event information, the procedure type performed was clk (combined lasik kamra) flap procedure. The united states labeling (p/n 61017, rev. J) for the kamra inlay instructs users to implant a kamra inlay in an intrastromal pocket and not under a flap. Furthermore, the united states labeling for the kamra corneal inlay includes the following precaution: "the safety and effectiveness of the kamra inlay implantation in conjunction or in sequence with lasik or other refractive procedures is not known." Additional information has been requested and will be provided in the follow-up report, if available.

Event description:
On (B)(6), 2015, acufocus, inc. Became aware of a combined-lasik-kamra (clk) procedure where stage 2 diffuse lamellar keratitis (dlk) was observed three days postoperatively. The inlay was explanted one month postoperatively. Visual acuity data while the inlay was implanted was not available. However, preoperative best corrected distance visual acuity (bcdva) was 20/20 and bcnva was 20/30. Post explant bcdva was 20/20 and bcnva was 20/32.